Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a surgeon reported explanting the lens due to blurred vision. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Additional information was provided: corrected information was provided. Sample was returned and has been evaluated. The manufacturer internal reference number is: (B)(4).